Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. E1) phone number: (B)(6). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study wce-1616: zenith tx2 dissection w/pro-form and z-trak plus (zdeg): on (B)(6) 2020 during the index procedure, a zdeg-pt-34-159-pf was implanted without difficulty. The degree of oversizing was not reported. A molding balloon was not used during the procedure. No other devices were placed. Primary indication for implant was as a proximal extension to a zta-p-28-109 initially used to treat a penetrating aortic ulcer located a few centimeter above zta. The proximal edge if the graft fabric was in zone 3 but the graft fabric did not cover the left subclavian artery. The device was patent without device integrity issues at the end of the procedure. The patient was discharged on (B)(6) 2020. A computed tomography (CT) dated (B)(6) 2020 revealed the device was patent with no endoleak or device integrity issues. This CT also revealed a new penetrating aortic ulcer (pau) ¿downstream of the left subclavian (lsa)¿ that was treated (B)(6) 2020 with placement of a zdeg-p-30-142-pf. Based on the new received information, the zdeg-p-30-142-pf was implanted to treat retrograde dissection extending up to the lsa. A CT dated (B)(6) 2021 revealed a type I distal endoleak as well as a type ii endoleak. No other device issues were identified. No further information has been provided regarding these endoleaks. On (B)(6) 2022 the patient had a zta-p-32-201 implanted to treat a type 1b endoleak on the zta-p-28-109 (related complaint (B)(4), FDA ref # 3002808486-2023-00038) and a type iii endoleak between the zdeg-34-159 and zta-p-28-109 ((B)(4), this complaint, and (B)(4)). Patient outcome: endoleak was treated with placement of zta-p-32-109.